Event description:
A customer reported that an intraocular lens (iol) had glistenings. No additional information is available.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the device remains implanted. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account for further investigation. The surgeon was unwilling to provide further information. Initial reporter: zip code is not indicated at this time. (B)(4).